Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the burr became stuck in the rotawire. The target lesion was located in the severely calcified coronary artery. A 1.75 mm rotalink plus and 330 cm rotawire were selected for use. During the procedure, it was noted that there was severe resistance when advancing the burr and rotawire and before reaching the lesion. Then, the physician attempted to remove the devices; however, it was further noted that the burr and rotawire became trapped and could not be removed. The devices were removed as a unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's status post-procedure was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Brand name was corrected from rotawire elite and wireclip torquer to rotawire and wireclip torquer. Device evaluated by MFR: the device was returned for analysis. The unit returned has wire kinked, as part of overall visual revision. A visual inspection revealed that the device has the proximal and middle section kinked. No other failure was found. Dimensional inspection of the device revealed that the overall length, outer diameter (od) of the distal tip, middle of the device and proximal section were within its specifications.

Event description:
It was reported that the burr became stuck in the rotawire. The target lesion was located in the severely calcified coronary artery. A 1.75mm rotalink plus and 330cm rotawire were selected for use. During the procedure, it was noted that there was severe resistance when advancing the burr and rotawire and before reaching the lesion. Then, the physician attempted to remove the devices; however, it was further noted that the burr and rotawire became trapped and could not be removed. The devices were removed as a unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's status post-procedure was stable.